Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was unable to convert the patient's induced ventricular tachycardia (vt), even at high outputs. The lead was not used and another lead was implanted, which converted the rhythm successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1888tc lead, implanted: (B)(6) 2009. (B)(4). -